Manufacturer narrative:
(B)(4). A batch review was performed for potentially associated lot number h10l20028 with no defects noted. The cause of the peritonitis was undetermined. Baxter has received similar reports for the reported problem. The root cause investigation is in progress.

Manufacturer narrative:
(B)(4). As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. Should additional information become available, a follow-up report will be submitted. This is report 3 of 4 involved in this peritonitis event.

Event description:
This is a spontaneous consumer report from the USA of not feeling good and peritonitis in a female patient (age not reported) coincident with dianeal pd2 ambuflex therapy. On an unreported date, the patient began treatment with dianeal pd2 ambuflex (dose, frequency and lot number not reported) intraperitoneally (ip) for peritoneal dialysis (pd). During a call with baxter customer services, the consumer stated that on an unknown date, the patient experienced not feeling good while in the hospital and peritonitis. The cause of the peritonitis was unknown. Treatment information was not reported. On an unreported date, dianeal therapy was withdrawn. The outcome for the events was unknown. Concomitant medications were not reported. An opinion of causality was not reported.